Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's spouse called emergency medical technicians (emt), since the patient was experiencing double vision and looked a little strange. At an unspecified moment during the episode, the estimated glucose value (egv) was documented as 70 mgdl. When emts arrived, the patient was sweating. The emt pricked the patient's finger and the blood glucose (bg) meter showed 20 mgdl. The patient was advised to change the sensor. The patients wife gave him a glucagon shot and the patient also, ate food. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. At the time of the report, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).